Manufacturer narrative:
The service rep found the ip board to be faulty. He performed an sbc upgrade and reloaded all calibrations and flash memory. No pt injury was reported.

Event description:
The customer reported, the right monitor on the 9800 system went black during the case and where the brightness and contrast is displaying on the monitor, that are strange "characters" displayed. No pt injury was reported.